Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient's receiver and smart device lost connection with the transmitter. Patient's mother stated that she had the transmitter paired to two separate devices. Dexcom representative advised the patient's mother that it should only be paired to one. At time of call, the receiver started working properly. Patient's mother stated that on the smart device she will disable/enable bluetooth and perform a reset. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on (B)(4) 2016 and could confirm the reported loss of connection. No additional patient or event information is available.